Event description:
False positive covid test done on a patient in the nursing home; 15 positive tests all done with poc rapid antigen test bd veritor. Subsequent pcr done x 2 on all 15 people were negative. FDA safety report ID# (B)(4).